Manufacturer narrative:
Steris requested the endo smartcap tubing subject of the reported event be returned for evaluation. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch mw5175732 that, "after hooking up the endo tubing to the scope, no air or water would come through the scope. Malfunction noted prior to use on patient. No patient harm." No report of injury.

Manufacturer narrative:
Upon the return of the device, steris personnel were unable to locate the endo smartcap tubing subject of the reported event. Without the evaluation of the device, a cause of the reported event could not be determined. The device history record was reviewed and confirmed the subject lot was manufactured to specifications; no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. No additional issues have been reported.